Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient connected the patient programmer (pp) to the ins successfully and turned the ins off for an electrocardiogram (EKG), but after the EKG she was not able to connect to the ins. The patient also reported poor communication on the pp. Trouble shooting attempts were made with the antenna and the patient confirmed the antenna was secure and tried syncing with the ins. An additional attempt was made by unplugging the antenna and placing the pp directly over the ins and sync on skin, but that did not resolve the issue. It was reported that the pp would not do telemetry with or without antenna and a replacement was sent to the patient. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that replacement of the device did not resolve the issue. The patient¿s healthcare provider found that the battery in their ins needs to be replaced, which they will do. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient received their new programmer (pp) but was still seeing a poor communication screen. It was noted that they were seeing the poor communication screen with and without their antenna. The screen was described as having two arrows pointing in opposite directions; this is the ¿wait¿ screen the occurs while the pp and ins are attempting to sync. Troubleshooting had the patient change their pp batteries and move away from all possible sources of emi, but the issue was not resolved. It was recommended that they follow up with their healthcare provider to resolve the poor communication. No further patient complications are anticipated or expected as a result of this event.